Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2015, including prior surgeries for pelvic surgery, appendectomy, colectomy with colostomy and cholecystectomy were not provided. (B)(6) 2015: [facility ni]. (B)(6) md. History and physical. Presented with many years¿ history of a parastomal hernia. Had a colostomy for abdominal issue back in 2008. She had been seen by colorectal surgeons and their feeling was she should not have this reversed since has been such a long period of time. I spoke to dr. (B)(6) she confirmed she did not recommend ostomy takedown at this point but she has a very large parastomal hernia which is causing pain and discomfort. Symptoms began to worsen in 2010. Here for pre-operative appointment. Currently smokes a pack of cigarettes a day. Weight gain of about 50 pounds this year. Impression/plan: large parastomal hernia not recommended having the ostomy taken down. Laparoscopic repair on (B)(6) 2015. (B)(6) 2015: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: ventral parastomal hernia. Postoperative diagnosis: ventral parastomal hernia. Dense intra-abdominal adhesions. Procedure: laparoscopic ventral incisional/parastomal hernia repair. Laparoscopic lysis of adhesions for 45 minutes. Laparoscopic bilateral abdominal wall nerve blocks with long-acting local anesthetic. Anesthesia: general. Operative technique: ¿the patient was taken to the operating room, placed in supine position. After adequate anesthesia, the patient was sterilely prepped and draped. An incision was made in the left anterior axillary line subcostally. This was carried into the abdominal cavity and a 10mm balloon-tip trocar was placed. After adequate insufflation with low pressure pneumoperitoneum to a maximum pressure of 8, the laparoscope was inserted and two 5mm trocars placed in the right flank. There was noted to be very dense adhesions. The airseal was begun and lysis of adhesions using careful blunt and sharp dissection was done. Due to the dense adhesions, this took approximately 45 minutes. During the lysis of adhesions, the parastomal hernia defect was encountered. There was herniated omentum and this was carefully reduced and dissected away from the bowel limb that created the stoma. The bowel limb was isolated and it was noted to be best to course the bowel limb inferiorly to allow for the mesh hernia repair. The measurement of the defect was found to be 9cm x 8cm, and so a 22 x 18 cm gore-tex dual-mesh was brought onto the field. Four sutures were placed. The mesh was marked and the abdominal wall was marked. Another 5mm trocar was placed in the left flank and using a grasper through this trocar the mesh was brought into the 10mm incision. The mesh was unrolled. The initial suture was brought out superiorly in the left lateral area and then inferiorly just lateral to the stomal limb, and then to the right side of the midline. With the sutures pulled up, the mesh was taut and widely covered the defect in all directions, so the sutures were tied down. A tacking device was then used to fix the mesh in the left lower quadrant initially and then the right lower quadrant. This carefully allowed tack fixation on each side of the bowel limb as it coursed out of the inferior aspect of the mesh. The left upper quadrant and right upper quadrant portion of the mesh were then fixed with the tacker, and additional sutures were placed on both sides of the bowel lima was it coursed out of the edge of the mesh and then in both corners superiorly. With all the tacks and sutures in place, the mesh was taut, widely covering the defects in all directions. The bowel limb was loose and not causing any obstruction so additional long-acting local anesthetic bilateral nerve blocks were done around the entire periphery of the mesh. At this point the area of dissection was evaluated. There was no evidence of bleeding or any other intra-abdominal injury. Of note, during the procedure the pressure of the pneumoperitoneum was raised to 12 mmhg. Once the evaluation of the abdominal cavity was done, the co2 was pushed out of the abdominal cavity and trocars removed. The fascia of the 10mm incision was closed with figure-of-eight fascial suture. 4-0 subcuticular stitches were used to close the skin of all trocar wounds. Sterile dressings were applied to all wounds. The stomal device was reattached and a binder was placed. The patient tolerated the procedure well. The blood loss was less than 100cc and three were no complications.¿ 08/26/15: halifax health. Implant log. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc06. Lot batch code: 13389580. W.l. Gore & associates. Expiration date: 2019. The records confirm a gore® dualmesh® biomaterial (1dlmc06/13389580) was implant during the procedure. (B)(6) 2015: (B)(6) . (B)(6) md. Emergency department visit. Increased abdominal pain since yesterday. Patient states that she fell twice, 4 days ago and then 3 days ago on her buttock. Patient has colostomy bag and states that has been draining well. White count 18.4. CT abdomen/pelvis: impression: left mid abdomen ostomy with parosteal hernia. Evidence of recent mesh repair of a parosteal hernia. Mesh in intact. There is a fluid and air in the hernia sac. 1.9 cm left adrenal nodule with fullness in the right adrenal gland. Admitting diagnosis: abdominal pain with fever, status post laparoscopic hernia repair. [Missing records: records for CT abdomen/pelvis showing ¿left mid abdomen ostomy with parosteal hernia¿ were not provided.] (B)(6) 2015: (B)(6) . (B)(6) md. History and physical. Requesting psychiatric help and admission because of suicidal ideation. Chronic complaint is pain and abdominal, has an ostomy 1 and has not been getting pain medications because she feels her husband may be selling them. Drug screen positive for cocaine and opiates. Impression/plan: admit for observation 3 days voluntary, no opiates. (B)(6) 2015: [missing records: records for CT abdomen/pelvis showing ¿two separate fluid collections and then a stool-type collection along the hernia mesh around the patient¿s colostomy¿ were not provided.] (B)(6) 2015: missing records: records for CT abscess drainage were not provided.] (B)(6) 2015: (B)(6) . (B)(6) md; (B)(6) , md. Progress note. Abdominal pain improved. Patient was interviewed with dr. (B)(6) in the room. He told her that from his standpoint she is cleared to go home as there is no infection of the mesh. Abscess drainage CT (B)(6) 2015: uncomplicated drain placement in the anterior abdominal wall fluid collection. The fecal-like material previously present in the anterior abdominal wall superficial to the mesh is no longer present. There is only a small collection of air in this area. CT abdomen/pelvis (B)(6) 2015: two separate fluid collections and then a stool-type collection along the hernia mesh around the patient¿s colostomy. I am concerned that the stool collection is defines abscess and then the fluid adjacent to it is probably also infected. There was a small amount of fluid in the lower part of the ostomy back in august and that amount of fluid has actually increased. Procedures: ir [interventional radiology] abdominal drain placement for suspected abscess, drained serosanguineous fluid, repeat imaging did not find abscess and drain was subsequently removed. Impression/plan: initial CT scan on admission positive for infection likely related to an abdominal abscess, however now appears to have resolved spontaneously on a repeat CT scan and likely thought to be due to a stool collection of her colostomy bag. Restart home psych medications. Discharged home today. (B)(6) 2015: (B)(6) . (B)(6) md/(B)(6) md. History and physical. Continued persistent abdominal pain. Over the last couple days, she hasn¿t been eating and less ostomy output. Constipation. Surgical history: ex-lap, lar [lower anterior resection] 2008. Laparoscopic appendectomy 2006. Impression/plan: abdominal wall abscess and possible perforating involving ostomy limb. CT guided drain placement, intravenous antibiotics and fluids. (B)(6) 2015: (B)(6) (B)(6) md. Operative report. Preoperative diagnosis: abdominal wall abscess with mesh involvement. Postoperative diagnosis: ostomy obstruction with colon perforation, intra-abdominal contamination. Procedure: exploratory laparotomy, mesh excision, excision of obstructed colon including stoma, revision of ostomy, abdominal washout, and packing. Resident surgeon: brittany o¿dwyer. Procedure in detail: ¿the patient was identified as melissa aiken, consent obtained. The patient was taken to the operating room and placed in supine position. Once appropriate general endotracheal anesthesia was achieved, the patient¿s ostomy bag and fistula bag were removed. There were two areas in the lower abdomen which were open wounds draining feculent material. The ostomy was not draining any significant amount. There was a drain in the right abdomen that feculent output. This drain was left in place. The abdomen was sterilely prepped and draped. A timeout was then performed. An incision was made, connecting the two open wounds in the lower abdomen. A significant amount of feculent material was removed. The mesh was visualized. It was not well-incorporated. The ostomy was then digitized to try to dilate it. It was noted that there was complete obstruction of the ostomy. At this point the mesh was removed. The mesh was wrapped around the ostomy. Once the mesh was removed, it was noted that there was involvement of the intraperitoneal cavity. The drain was then removed. An elliptical incision was then made around the ostomy. Dissection was carried down around the ostomy, taking care not to get into the bowel. The area of obstruction was identified. Proximal to this there was a hole in the colon. The colon was then transected with a gia stapler just proximal to the obstruction. This was sent to pathology. The area where the perforation was, was mobilized. A gia stapler was then fired across it to prevent stool leakage. The colon was further mobilized to allow revision of the ostomy in the lateral left sidewall. Once satisfied that the colon was sufficiently mobilized, a circular incision was made in the lateral sidewall. Dissection was carried down with electrocautery. A hole was then made in the fascia. The colon was then brought up through this incision creating a new ostomy location. Attention was turned back to the wound. The fascia of the incision where the ostomy had been excised was re-approximated about 50% of the way using 2-0 vicryl suture. The wound in the abdomen was then thoroughly irrigated with three liters of sterile normal saline. Once satisfied that the wound was thoroughly irrigated, there was no more feculent material, attention was turned back to the ostomy, and the ostomy was matured. The ostomy did appear pink. The wound was then packed with wet-to-dry dressing. The skin of the abdominal wall was cleaned with a wet and dry towel. An ostomy appliance was placed over the ostomy. Abdominal pads were placed over the open wounds. The patient was awoken from anesthesia and taken to the recovery room in fair condition.¿ complications: none. Specimen: ostomy and mesh. Blood loss: 800cc. Condition: fair. I was present during the vital portions of the procedure. [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2015 procedure was not provided.] (B)(6) 2015: (B)(6) medical center. (B)(6) , md. Pathology. Clinical history: abdominal wall colocutaneous fistula. Tissue: colostomy. Final diagnosis: colostomy and segment of colon, excision: colostomy site with chronic inflammation. Opposite end of the specimen with a pericolonic abscess, clinically colocutaneous fistula. One benign lymph node. (B)(6) 2015: medical center. (B)(6) md. Pathology. Clinical history: abdominal abscess. Tissue: debrided abdominal tissue. Final diagnosis: debrided abdominal tissue: skin and subcutaneous tissue with extensive microabscess formation, acute inflammation, and necrotic tissue. (B)(6) 2015: (B)(6) . (B)(6) md. Operative report. Preoperative diagnosis: large open midabdominal and upper abdominal wound, 30 x 15 cm with exposed intestines. Postoperative diagnosis: large open midabdominal and upper abdominal wound, 30 x 15 cm with exposed intestines. Operation: exploration large open abdominal wound, 30 x 15 cm with exposed intestines, debridement of the wound, and re-packing with gentamicin saline, gauze bandage packing. Anesthesia: general. Indications: this is a 60-year-old white female who has undergone multiple surgeries of the abdomen including colostomy, there is a question of colostomy intestinal gangrene, perforation, peritonitis, previous parastomal hernia and mesh placement that was removed, etc. And she finally has a stable abdominal wound. Previously it was on wound vac, currently on saline wet-to-dry dressing. The patient is being taken to the operating room for exploration and assessment of the wound and the underlying organs, a possible closure or skin graft only if it can be done. Procedure: ¿the patient was brought to the operating room, was given supine position, anesthesia was started, prep and drape was done. The patient is already on intravenous antibiotics. The wound dressing was removed and a culture sample was taken. The prepped and draped was done. The wound is noted to have still a significant amount of mucoid discharge, particularly in the upper half of the wound. The bottom of the wound contains intestines which are covered by a thin layer of granulation tissue. There is no gross necrotic tissue noted, no fecal or intestinal juices noted, no smell. The entire pocked was gently but thoroughly scrubbed with betadine soap solution and a soft sponge for several minutes, removing all the fibrin and most of the whitish necrotic areas which are beginning to separate with the lytic processes from the body itself. The cavity was irrigated copiously with 1.5 liters of saline. The cavity was packed with a kerlix and a kling bandage soaked in a mixture of 160 mg of gentamicin and 500 cc saline. The patient was given sterile dressing, returned to the recovery room in stable condition. Intraoperative blood loss minimal, less than 1-2 ccs. No complications.¿ (B)(6) 2015: (B)(6) . (B)(6) arnp/(B)(6) md. Discharge summary. Admitting diagnosis: open wound of abdominal wall, anterior, complicated. Chronic pain. Hospital course: patient was taken to operating room on several different occasions during this hospitalization due to abdominal wall debridement. Several wound vac changes done in operating room by different surgeons. Wound care was established using wet-to-dry dressings by discharge home. Patient discharged with home health care for wound care. Follow up with surgical team. Avoid strenuous activity. (B)(6) 2015: (B)(6) . (B)(6) md. Emergency department visit. Abdominal pain, out of pain medicine. Medications: augmentin [antibiotic]. CT abdomen/pelvis: bibasilar pneumonia not present previously worse on the right. Interval abdominal wall surgery since the prior examination with postsurgical changes and haziness surrounding the colostomy site in the subcutaneous fat and adjacent mesenteric fat. No definite abscess. Concerning for pneumonia, reports low-grade temperature over past few days. Has had productive cough. Patient appears to be part of the resident service case discussed for close follow up versus observation admission and resident service reports that patient is a longer part of their service as she had multiple requests for narcotic prescriptions. Diagnosis: right lower lobe pneumonia, chronic abdominal pain, healing abdomen. Complete course antibiotics prescribed. Follow up with primary care physician. Keep scheduled appointment with your surgeon dr. (B)(6) . Stop smoking. Stable. Discharged home. Records between (B)(6) 2015 and (B)(6) 2017 were not provided. (B)(6) 2017: (B)(6) medical center. (B)(6) , pa-c. Emergency department visit. Colostomy, abdominal pain x 1 day. Fell into a book case yesterday because the dog tripped her. Tobacco use: regularly. History of chronic obstructive pulmonary disease, diverticulitis. Exam: abdominal tenderness mild, epigastric, left upper quadrant. Impression: abdominal pain. Plan: discharge. (B)(6) 2017: (B)(6) medical center. (B)(6) radiology ¿ CT abdomen/pelvis. Indication: left upper quadrant pain, pain near colostomy, prior bowel perforation. Findings: small hiatal hernia. Impression: there are 2 ventral wall hernia. One slightly eccentric leftward in the epigastrium broad diastasis 7.4 cm with large bowel protruding through it to the skin surface. Diverting ostomy left lower quadrant with large stomal hernia sac exceeding 14.3 cm with small bowel collected in it without dilatation. (B)(6) 2017: (B)(6) medical center. (B)(6) md. History and physical. 1 month follow up to discuss ventral incisional hernia repair and possible reversal of colostomy. Weight 190 lbs, bmi 30.7. Surgical history: cholecystectomy, appendectomy 2009. Hernia repair 2015. Exam: a couple of large ventral hernias. One peristomal, one in the epigastrium, one in middle portion of the transverse incision. Impression/plan: ventral incisional hernia. Reviewed CT scan. Pain is getting worse. Will schedule ventral hernia repair and colostomy reversal. She understands that if there is too much scar tissue and may just reposition the colostomy. She is also working on quitting smoking. (B)(6) 2017: (B)(6) medical center. (B)(6) md. Operative report. Assistant: denise livingston. Preoperative diagnosis: ventral hernia, colostomy status. Postoperative diagnosis: same as preoperative diagnosis. Procedure: ventral hernia repair x3, mesh placement, colostomy revision. Indication: 62-year-old female had previous colostomy for perforated diverticulitis. Has developed a large hernia. In fact, has multiple hernias including a parastomal hernia. She presented for hernia repair and possible revision or reversal of her colostomy. Anesthesia: general. Finding: patient had 3 large hernias along the transverse incision. She had adhesions underneath the abdomen making it difficult to do a colostomy reversal. The left-sided hernia included the stoma was a large parastomal hernia. I was able to move the stoma to a separate incision in the muscle so that is no longer has a hernia. I closed the defects with a subfascial we placed a 8 x 10-inch ventralex mesh. Description of procedure: ¿patient was brought to the operating room and placed on the operating room table in supine position. After establishing general anesthesia, a foley catheter was placed. The colostomy was closed with silk suture. The abdomen was sterilely prepped and draped with betadine. After confirming appropriate patient and procedure via time-out. A transverse incision was made encompassing the previous surgery. Dissected down to the hernia sac. Carefully dissected away all of the adhesions until the subfascial plane was completely cleared out. I then made a transverse incision at the colostomy and reduce the colostomy into the abdomen. I attempted to dissect down into the pelvis to do a colostomy reversal. Hours he had dense adhesions and was not safe to proceed with this. Because of her short stature it was determined that the colostomy would need to come out at the same skin site. However, I was able to make a new site on the fascia. I opened made an opening just interior to the defect that was about 3-4 cm and brought the colostomy through that and then brought it through the skin. The 8 x 10-inch mesh was then placed in the subfascial plane and fixed with 0 prolene suture the defect was then closed with is 1 prolene suture. Skin was closed with skin staples, colostomy was matured with 3-0 vicryl, wounds were dressed, patient is being awakened with plans return to the post anesthesia care unit under anesthesia control.¿ specimens: none. Wound type: dirty. Implants/ devices: 8 x 10-inch mesh. Drains: none. Complications: none. Estimated blood loss: 100 ml. Patient condition: good. (B)(6) 2017: (B)(6) medical center. (B)(6) , md. Consultation report. Developed acute respiratory insufficiency, hypoxia and transferred to intensive care unit. Worsening cough, sputum production, chest congestion, shortness of breath. Current every day smoker, 15 per day for 50 years. Culture sputum: light growth of escherichia coli, heavy growth of hemophilus influenzae. Impression/plan: bacterial pneumonia caused by e. Coli and hemophilus influenza, post-acute respiratory insufficiency, incisional ventral hernia repair, left lower quadrant colostomy. Start intravenous rocephin, doxycycline x 7 days. (B)(6) 2017: (B)(6) medical center. (B)(6) , md. Discharge summary. Final diagnosis: large ventral hernia with parastomal hernia. Procedure: repair of large ventral hernia with revision of colostomy. Hospital course: elective repair and revision of colostomy. Acute exacerbation of breathing problems, possible pneumonia. At the time of discharge, she was still on some oxygen, sent home on oxygen. Home with antibiotics and pulmonary medication. (B)(6) 2017: (B)(6) medical center. (B)(6) md. Radiology ¿ CT abdomen/pelvis. Impression: prior left hemicolectomy with left-sided colostomy. Nodular airspace disease about the right middle lobe and anterior basal segment of the right lower lobe, suspicious for pneumonia. (B)(6) 2017: (B)(6) medical center. (B)(6) pa-c. History and physical. Dyspnea [shortness of breath] with rest. Surgical history: colectomy with colostomy secondary to perforated bowel 2008. Extensive history of smoking. Problem list: ventral hernia. Exam: colostomy bag in left lower quadrant. Impression/plan: community acquired pneumonia, abdominal pain-probable gastroenteritis. Admit patient, intravenous antibiotics. (B)(6) 2017: (B)(6) medical center. [Provider ni]. Microbiology. Culture wound and abscess. Source: abdomen. Final report: moderate pseudomonas aeruginosa. (B)(6) 2017: (B)(6) medical center. (B)(6) , md. Discharge summary. Final diagnosis: community-acquired pneumonia, abdominal pain with vomiting, wound infection with pseudomonas aeruginosa, stool retention, obesity. Hospital course: complaints of dyspnea with rest. Nonproductive cough, episodes of emesis. Chest x-ray showed suspicious of pneumonia. Started on intravenous fluids, intravenous antibiotic, azithromycin, rocephin. Provided oxygen to keep pulse ox above 92%. She was given intravenous solu-medrol. Disposition: home, stable. Continue on home medications plus ciprofloxacin twice a day for 10 days. Follow up with general surgery in 1-2 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1690, 1685, 2422, 1695, 2668, and 3191: appropriate term not available for ¿mesh involvement¿ and ¿mesh failure to incorporate¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span april 11, 2014 through november 24, 2017 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records from november 16, 2015 through january 18, 2017 were not provided. Patient information: medical history: smoker (B)(6) 2014: ¿tobacco use ½ pack per day.¿. (B)(6) 2015: ¿currently smokes a pack of cigarettes a day.¿. (B)(6) 2017: ¿tobacco use: regular.¿. Obesity. (B)(6) 2015: ¿weight gain of about 50 pounds this year.¿. (B)(6) 2017: 190 lbs., bmi 30.7. Asthma. Diverticulitis. Gastroesophageal reflux disease [gerd]. Chronic obstructive pulmonary disease [copd]. Chronic pain. (B)(6) 2015: large parastomal hernia, worsened in 2010. (B)(6) 2015: drug screen positive for cocaine and opiates. (B)(6) 2015: abdominal wall abscess with mesh involvement, ostomy obstruction with colon perforation, intra-abdominal contamination (B)(6) 2015: large open midabdominal and upper abdominal wound, 30 x 15 cm with exposed intestines. (B)(6) 2017: two ventral wall hernias . Surgical procedures: unknown date: pelvic surgery 2006: laparoscopic appendectomy 2008: colectomy with colostomy secondary to perforated bowel. Exploratory laparotomy, lower anterior resection. 2009: cholecystectomy and appendectomy (B)(6) 2015: laparoscopic ventral incisional/parastomal hernia repair. Laparoscopic lysis of adhesions for 45 minutes. Laparoscopic bilateral abdominal wall nerve blocks with long-acting local anesthetic. Implant: gore® dualmesh® biomaterial. (B)(6) 2015: interventional radiology abdominal drain placement for suspected abscess, drained serosanguineous fluid, drain was subsequently removed (B)(6) 2015: CT guided drain placement (B)(6) 2015: exploratory laparotomy, mesh excision, excision of obstructed colon including stoma, revision of ostomy, abdominal washout, and packing (B)(6) 2015: abdominal wound washout with debridement of necrotic tissue and wound vac placement (B)(6) 2015: sharp debridement of subcutaneous tissue nonviable skin. Debridement of subcutaneous tissue. Abdominal wound washout. Placement of cellerate surgical powder with vancomycin to accelerate wound healing. (B)(6) 2015: sharp debridement of subcutaneous fat and tissue and nonviable skin. Abdominal wall wound washout with wound vac placement. Placement of cellerate surgical powder. (B)(6) 2015: change of wound vac under anesthesia (B)(6) 2015: wound vac removal, abdominal wound washout and wet to dry dressing (B)(6) 2015: exploration large open abdominal wound, 30 x 15 cm with exposed intestines, debridement of the wound, and re-packing with gentamicin saline, gauze bandage packing (B)(6) 2017: ventral hernia repair x3, mesh placement with ventralight mesh 8 x 10, colostomy revision. Dense adhesions. Implant: ventralight mesh. Implant preoperative complaints: (B)(6) 2015: ¿presented with many years¿ history of a parastomal hernia. Had a colostomy for abdominal issue back in 2008. She had been seen by colorectal surgeons and their feeling was she should not have this reversed since has been such a long period of time. I spoke to dr. K.w., she confirmed she did not recommend ostomy takedown at this point but she has a very large parastomal hernia which is causing pain and discomfort. Symptoms began to worsen in 2010. Impression/plan: large parastomal hernia not recommended having the ostomy taken down.¿. Implant procedure: laparoscopic ventral incisional/parastomal hernia repair. Laparoscopic lysis of adhesions for 45 minutes. Laparoscopic bilateral abdominal wall nerve blocks with long-acting local anesthetic. [Implant: gore® dualmesh® biomaterial, 1dlmc06/13389580, 18cm x 24cm x 1mm thick]. Implant date: (B)(6) 2015 [hospitalization (B)(6) 2015]. Wound classification: unknown findings: postoperative diagnosis: ¿ventral parastomal hernia. Dense intra-abdominal adhesions.¿. Description of hernia being treated: ¿an incision was made in the left anterior axillary line subcostally. This was carried into the abdominal cavity and a 10mm balloon-tip trocar was placed. After adequate insufflation with low pressure pneumoperitoneum to a maximum pressure of 8, the laparoscope was inserted and two 5mm trocars placed in the right flank. There was noted to be very dense adhesions. The airseal was begun and lysis of adhesions using careful blunt and sharp dissection was done. Due to the dense adhesions, this took approximately 45 minutes. During the lysis of adhesions, the parastomal hernia defect was encountered. There was herniated omentum and this was carefully reduced and dissected away from the bowel limb that created the stoma. The bowel limb was isolated and it was noted to be best to course the bowel limb inferiorly to allow for the mesh hernia repair.¿. Implant size and fixation: ¿the measurement of the defect was found to be 9cm x 8cm, and so a 22 x 18 cm gore-tex dual-mesh was brought onto the field. Four sutures were placed. The mesh was marked and the abdominal wall was marked . Another 5mm trocar was placed in the left flank and using a grasper through this trocar the mesh was brought into the 10mm incision. The mesh was unrolled. The initial suture was brought out superiorly in the left lateral area and then inferiorly just lateral to the stomal limb, and then to the right side of the midline. With the sutures pulled up, the mesh was taut and widely covered the defect in all directions, so the sutures were tied down. A tacking device was then used to fix the mesh in the left lower quadrant initially and then the right lower quadrant. This carefully allowed tack fixation on each side of the bowel limb as it coursed out of the inferior aspect of the mesh. The left upper quadrant and right upper quadrant portion of the mesh were then fixed with the tacker, and additional sutures were placed on both sides of the bowel lima was it coursed out of the edge of the mesh and then in both corners superiorly. With all the tacks and sutures in place, the mesh was taut, widely covering the defects in all directions. The bowel limb was loose and not causing any obstruction so additional long-acting local anesthetic bilateral nerve blocks were done around the entire periphery of the mesh. At this point the area of dissection was evaluated. There was no evidence of bleeding or any other intra-abdominal injury. Of note, during the procedure the pressure of the pneumoperitoneum was raised to 12 mmhg. Once the evaluation of the abdominal cavity was done, the co2 was pushed out of the abdominal cavity and trocars removed. The fascia of the 10mm incision was closed with figure-of-eight fascial suture. 4-0 subcuticular stitches were used to close the skin of all trocar wounds.¿ relevant medical information: (B)(6) 2015 - (B)(6) 2015: inpatient hospitalization. (B)(6) 2015: ¿increased abdominal pain since yesterday. Patient states that she fell twice, 4 days ago and then 3 days ago on her buttock. Patient has colostomy bag and states that has been draining well. CT abdomen/pelvis: ¿left mid abdomen ostomy with parosteal [sic] hernia. Evidence of recent mesh repair of a parosteal [sic] hernia. Mesh in [sic] intact. There is a [sic] fluid and air in the hernia sac. Admitting diagnosis: abdominal pain with fever, status post laparoscopic hernia repair.¿. (B)(6) 2015: ¿discharge home.¿ (B)(6) 2015 - (B)(6) 2015: inpatient hospitalization. (B)(6) 2015: ¿chronic complaint is pain and abdominal, has an ostomy 1 and has not been getting pain medications because she feels her husband may be selling them. Drug screen positive for cocaine and opiates.¿ (B)(6) 2015: interventional radiology abdominal drain placement for suspected abscess, drained serosanguineous fluid, drain was subsequently removed. [No records provided] (B)(6) 2015: ¿abdominal pain improved.¿ ¿she is cleared to go home as there is no infection of the mesh. Abscess drainage CT (B)(6) 2015: uncomplicated drain placement in the anterior abdominal wall fluid collection. The fecal-like material previously present in the anterior abdominal wall superficial to the mesh is no longer present. There is only a small collection of air in this area. CT abdomen/ pelvis 09/20/15: two separate fluid collections and then a stool-type collection along the hernia mesh around the patient¿s colostomy. I am concerned that the stool collection is [sic] defines abscess and then the fluid adjacent to it is probably also infected. There was a small amount of fluid in the lower part of the ostomy back in august and that amount of fluid has actually increased. Procedures: ir [interventional radiology] abdominal drain placement for suspected abscess, drained serosanguineous fluid, repeat imaging did not find abscess and drain was subsequently removed. Impression/plan: initial CT scan on admission positive for infection likely related to an abdominal abscess, however now appears to have resolved spontaneously on a repeat CT scan and likely thought to be due to a stool collection of her colostomy bag. Restart home psych medications. Discharged home today.¿. Explant preoperative complaints: (B)(6) 2015: ¿continued persistent abdominal pain .¿ ¿abdominal wall abscess and possible perforating involving ostomy limb. CT guided drain placement, intravenous antibiotics and fluids.¿. (B)(6) 2015: ¿preoperative diagnosis: abdominal wall abscess with mesh involvement.¿. Explant procedure: exploratory laparotomy, mesh excision, excision of obstructed colon including stoma, revision of ostomy, abdominal washout, and packing. Explant date: october 13, 2015 [hospitalization (B)(6) ¿ (B)(6) 2015]. Wound classification: unknown. Findings: ¿there were two areas in the lower abdomen which were open wounds draining feculent material. The ostomy was not draining any significant amount. There was a drain in the right abdomen that [sic] feculent output. This drain was left in place.¿ procedure: ¿an incision was made, connecting the two open wounds in the lower abdomen. A significant amount of feculent material was removed. The mesh was visualized. It was not well-incorporated. The ostomy was then digitized to try to dilate it. It was noted that there was complete obstruction of the ostomy. At this point the mesh was removed. The mesh was wrapped around the ostomy. Once the mesh was removed, it was noted that there was involvement of the intraperitoneal cavity. The drain was then removed. An elliptical incision was then made around the ostomy. Dissection was carried down around the ostomy, taking care not to get into the bowel. The area of obstruction was identified. Proximal to this there was a hole in the colon. The colon was then transected with a gia stapler just proximal to the obstruction. This was sent to pathology. The area where the perforation was, was mobilized. A gia stapler was then fired across it to prevent stool leakage. The colon was further mobilized to allow revision of the ostomy in the lateral left sidewall. Once satisfied that the colon was sufficiently mobilized, a circular incision was made in the lateral sidewall. Dissection was carried down with electrocautery. A hole was then made in the fascia. The colon was then brought up through this incision creating a new ostomy location. Attention was turned back to the wound. The fascia of the incision where the ostomy had been excised was re-approximated about 50% of the way using 2-0 vicryl suture. The wound in the abdomen was then thoroughly irrigated with three liters of sterile normal saline. Once satisfied that the wound was thoroughly irrigated, there was no more feculent material, attention was turned back to the ostomy, and the ostomy was matured. The ostomy did appear pink. The wound was then packed with wet-to-dry dressing.¿. (B)(6) 2015: pathology: ? [No mesh mentioned in the pathology report.]. ? Final diagnosis: ¿colostomy and segment of colon, excision: colostomy site with chronic inflammation. Opposite end of the specimen with a pericolonic abscess, clinically colocutaneous fistula. One benign lymph node .¿. (B)(6) 2015: abdominal wound washout with debridement of necrotic tissue and wound vac placement. (B)(6) 2015: sharp debridement of subcutaneous fat and tissue nonviable skin. Abdominal wall wound washout. Placement of cellerate surgical powder with vancomycin to accelerate wound healing. (B)(6) 2015: sharp debridement of subcutaneous fat and tissue and nonviable skin. Abdominal wall wound washout with wound vac placement. Placement of cellerate surgical powder. (B)(6) 2015: change of wound vac under anesthesia. (B)(6) 2015: wound vac removal, abdominal wound washout and wet to dry dressing . (B)(6) 2015: exploration large open abdominal wound, 30 x 15 cm with exposed intestines, debridement of the wound, and re-packing with gentamicin saline, gauze bandage packing. (B)(6) 2015: discharge summary. ¿patient was taken to operating room on several different occasions during this hospitalization due to abdominal wall debridement. Several wound vac changes done in operating room by different surgeons. Wound care was established using wet-to-dry dressings by discharge home. Patient discharged with home health care for wound care. Avoid strenuous activity.¿ . Relevant medical information: (B)(6) 2015: emergency department. ¿abdominal pain, out of pain medicine.¿ ¿no definite abscess.¿ ¿diagnosis: right lower lobe pneumonia, chronic abdominal pain, healing abdomen.¿ ¿stop smoking.¿. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records prior to 04/11/14, including prior surgeries for pelvic surgery, appendectomy, colectomy with colostomy and cholecystectomy were not provided.] (B)(6) 2014: (B)(6). (B)(6), arnp; (B)(6), md. Emergency room visit. History of asthma, diverticulitis, gastrointestinal disorders, gastroesophageal reflux disease, gravida 1 para 1, miscarriage 1. Tobacco use: yes (1/2 pack per day). Substance use: no (quit alcohol and narcotics; may 2010 in treatment at haven). (B)(6) 2015: (B)(6). [Illegible signature]. Brief op note. Preoperative diagnosis: vent [ventral]/inc [incisional]/parastomal hernia. Postoperative diagnosis: same hernia 9 x 8 cm [and] dense adhesions. Surgeon: (B)(6). Procedure: lap [laparoscopic] vent [ventral]/inc [incisional]/parastomal h [hernia] repair [with] gore dualmesh 22 x 18 cm, modified sugarbaker technique. Loa [lysis of adhesions] [approximately] 45 min. Complications: [none]. The records confirm a gore® dualmesh® biomaterial (1dlmc06/13389580) was implanted during the procedure. (B)(6) 2015: (B)(6). (B)(6). Physician order. Discharge home. Activity as tolerated. (B)(6) 2015: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: abdominal wound. Operation: abdominal wound washout with debridement of necrotic tissue and wound vac placement. (B)(6) 2015: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: abdominal wall wound 20 x 10 cm, 8 cm deep with undermining to the right upper margin. Procedure: sharp debridement of subcutaneous fat and tissue nonviable skin. Abdominal wall wound washout. Placement of cellerate surgical powder with vancomycin to accelerate wound healing. (B)(6) 2015: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: abdominal wall wound 10 x 20 cm with about 8 cm of undermining in the right upper margin. Procedure: sharp debridement of subcutaneous fat and tissue and nonviable skin. Abdominal wall wound washout with wound vac placement. Placement of cellerate surgical powder. (B)(6) 2015: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: large abdominal wound. Procedure: change of wound vac under anesthesia. (B)(6) 2015: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: abdominal wound with wound vac. Postoperative diagnosis: abdominal wound. Procedure: wound vac removal, abdominal wound washout and wet to dry dressing. (B)(6) 2017: (B)(6). Implant sticker. Ventralight mesh. Bard. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent a laparoscopic parastomal hernia repair on (B)(6) 2015 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, abscess, mesh involvement, perforation of ostomy limb, mesh removal, excision of obstructed colon including stoma, mesh failure to incorporate, bowel obstruction / perforation and leakage, additional procedures, pain, defect requiring further repair and colostomy revision with new mesh placement on (B)(6) 2017. Additional event specific information was not provided.